Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the pt was taken to operating room to remove capsule from trachea but when pt coughed, the capsule came out and was swallowed. The pt was not injured following the procedure.